Event description:
Patient's caregiver called to report that the foot of the bed on the right side collapsed while patient was in the bed. Patient was not injured and did not have to seek any medical attention. The home medical technician made a home visit to repair the wheel on the bed which appeared to have contributed to the foot section leaning.